Event description:
The manufacturer received information alleging a "service required" alarm condition and internal battery issues occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The internal battery was replaced to address the issues.